Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address periprosthetic fracture of the left hip and loosening of the stem at the unknown interface due to fall. It was also indicated that the patient had an old depuy cemented hip. The surgeon retained old duraloc cup and replaced locking ring, femoral head , poly liner and stem. Femur was repaired with cables and plate. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the x-ray image provided confirmed the reported peri-prosthetic bone fracture. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.